Event description:
The reporter stated that the surgeon was inserting a aa4203tl single piece silicone toric lens into pt's eye and the lens tore. The surgeon removed the lens without enlarging the incision. No pt injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows that both plate haptics are torn off into the optic of the lens & are missing. Clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.